Event description:
A customer obtained an unknown number of erroneously elevated troponin (accutni) results that were discordant to an alternate method.exact results were not supplied. The results were not reported out of the lab.the specimens were re-tested for troponin using an alternate methodology and obtained results were "negative". Actual results were not provided.no reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
The specimens are collected in sst tubes and allowed to clot for 20 minutes. Samples are then centrifuged at 3,000 rpm for 10 minutes.service was offered and customer declined, stating "the instrument is running fine".no clear root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.